Manufacturer narrative:
It was reported to philips that the device displayed a message saying the clinical mode is not available. The clinicians were performing cardiopulmonary resuscitation (CPR) on the involved patient, who was in cardiac arrest when the device displayed the message. The clinicians used another device to treat the patient. The incident occurred on (B)(6) 2018. It was reported that the patient died. The biomed reported that additional patient and incident information was not available. The patient's outcome was not attributed to the device behavior. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse found the batteries were not charged and the device was not connected to a power outlet. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips will not consider this as a malfunction of the device as it is fully consistent with user error due to not connecting the device to a power outlet to ensure the batteries are charged. There is no indication of a systemic problem; no further investigation or action is warranted. No further communication was requested and no further communication is indicated.

Event description:
It was reported to philips that the device displayed a message saying the clinical mode is not available. The clinicians were performing cardiopulmonary resuscitation (CPR) on the involved patient, who was in cardiac arrest when the device displayed the message.